Event description:
The customer reported that during a radical cystoprostatectomy procedure, it became difficult for the surgeon to open and close the jaws of the device. A small metal piece from the device then fell into the patient cavity and was retrieved and scrapped. A new device was opened and used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a f/u report will be submitted.